Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. Based on clinical description, the root cause of access site bleeding was most likely due to anticoagulation management related.

Event description:
The user facility reported a 57-year-old male was implanted with an impella rp device for mechanical circulatory support. The peel-away sheath stayed in for the duration of support. After small but continuous oozing from peel-away sheath, decision made to remove peel-away and insert 15f sheath. After peeling away the sheath, mattress suture tightened with significant oozing noted and eventually new mattress suture placed for hemostasis. The oozing became so significant that left groin access was obtained to visualize right groin and assess for significant bleed. Arterial bleed was not noted under fluoro, instead it was a much less significant venous bleed than expected. Given the continuous oozing from site (tr/high central venous pressure/fluid overload without dialysis today likely contributing to oozing), the mattress suture was removed, and a deeper mattress suture was placed. This final mattress suture stopped the significant oozing from site and the patient returned to ccu.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
B5 updated with additional information regarding the previously reported access site bleeding. Instructions for use as follows: impella rp with smart assist system with automated impella controller. Section: warnings and cautions. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ d4 model number was erroneously entered on the initial manufacturer device report number 1220648-2023-04303. D6a and d6b revised on the initial manufacturer device report number 1220648-2023-04303 in accordance with updated procedures. F6/f8-should have been left blank initial manufacturer device report number 1220648-2023-04303. G1 reporting contact email revised on manufacturer device report 1220648-2023-04303 in accordance with updated procedures. G2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2023-04303. G4 PMA/510(k)number was erroneously entered on the initial manufacturer device report number 1220648-2023-04303. H6 component code revised from the initial manufacturer device report number 1220648-2023-04303 in accordance with updated procedures. H10 instructions for use revised from the initial manufacturer device report number 1220648-2023-04303 in accordance with updated procedures.

Event description:
Additional information received on 04/07/2025 via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding the patient that endured r groin bleeding with a "definite" relationship to the impella device used: "received pt in bed s/p rt femoral rp impella placement, p6 site oozing pressure bag applied. 9/24am right groin continue to bleed when patient coughs dressing changed and pressure bag placed. 9/24 evening: bleeding looks like contained @ this time, with pressure dressing¿. The patient recovered with no sequelae.